Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed post-sensed t-wave oversensing (pstwos) on the patient's pacemaker. Programming changes were recommended. No patient symptoms or intervention was reported.